Event description:
It was reported that the patient died. (B)(6) 2009 a taxus liberte stent was implanted in the mid left anterior descending artery (lad). (B)(6) 2010 two non-bsc stents implanted in the proximal lad and patient was treated for hyperlipemia and high blood pressure. (B)(6) 2010 patient hospitalized and treated for hyponatremia. (B)(6) 2013 patient hospitalized for broken bone. (B)(6) 2013 patient died. Cause of death unknown.

Manufacturer narrative:
Death date: (B)(6) 2013. The complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).